Event description:
It was reported, the patient presented remotely via merlin.net. Review of the transmission revealed, the right ventricular lead exhibited high capture thresholds and high pacing impedance. The lead was capped and replaced (B)(6) 2023. The patient was stable before, during and after the procedure.